Event description:
It was reported to philips that the quipment does not startup. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the equipment does not startup, but no further information has been provided about the issue. Philips has not performed any service as the customer declined the service quotation. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.